Manufacturer narrative:
The technician found the entire brake assembly is worn. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually. The technician replaced the brake casters, brake steer pedal pad, brake steer pedal weldment, steer pedal button, brake pedal button and the brake steer torque tube to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake casters swivel while in brake mode. The bed was located in the bed shop. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).